Event description:
This reported event involves 2 devices, same patient, same procedure. This is report 2 of 2. It was reported the metal "goal post" did not fit properly in the panta jig. It consistently was misaligned and caused the surgery to improperly drill anterior to the desired hole. I believe the attachment was also cross-threaded due to the difficulty sliding the "goal post" into the jig. There was a 45 minute surgery delay. It was reported no patient injury is alleged. Additional information received via phone call with customer contact (B)(6) 2015: the surgeon performing the procedure is a frequent user of the device. He usually uses the "keeper set." There were several cases occurring within a short period of time. This time a loaner set was used. The surgeon had tremendous difficulty getting drill hole alignment, the jig was not properly aligned. The surgeon decided to attempt to drill the hole (for the rod) "free hand." This hole was anterior to the initial hole created with the device. Ultimately the surgeon was able to use the hole made with the device. There is the additional hole remaining that was made by the surgeon, in an attempt to manage the difficulty he was having with the device.

Manufacturer narrative:
Integra has completed their internal investigation on 11-6-2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the compression device (pn 519130nd, lot code - fa2e) and the nail fixation support device (pn 51911ond, lot code - fchs) were both scrapped out. DHR review; a review of the device history record found no anomalies during the manufacturing period of 519130nd. The manufacturing lot is fa2e and it has been manufactured in april 2014. Complaints history; the complaint rate for this kind of incident (confirmed incidents only) during the stated time period is (B)(4). Conclusion: given the description of the event and the observations made during the investigation, the root cause of difficult assembly between 519110nd and 519130nd cannot be determined. CAPA will be updated to add this new case and address this issue.